Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. Review of the device data logs confirmed the reported device battery failure to charge to full capacity, but the reported problem could not be reproduced. The investigation determined that the root cause of the reported complaint is unable to be determined due to the power supply unit was not returned to resmed. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device battery failed to charge to full capacity. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device battery failed to charge to full capacity. There was no patient injury reported as a result of this incident.